Event description:
Alleged event: the surgeon had thrown the suture through the sacrospinous ligament, once he pulled it out of the body he did not dis -engage the suture from the capio slim and kept pulling while applying tension, and the capio slim bullet needle came off the suture. Surgery was completed with another same device.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.